Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The fenestrated bipolar forceps was analyzed and found to have thermal damage on the bipolar yaw pulley. Additionally, the instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury. Isi followed up with the initial reporter and obtained the following additional information: there were no reports of thermal damage.